Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were several episodes of noise on the right ventricular (rv) lead which had led to inappropriate defibrillation therapy by the device. An alert was also delivered for capacitor charge time limit being reached. The rv lead was capped and replaced and the device was explanted and replaced during the same procedure. The patient was stable following the procedure. Related manufacturer report number: 2938836-2017-31327.